Event description:
A surgeon reports a pt developed endophthalmitis with hypopyon 24 hours following intraocular lens (iol) implant surgery. The surgeon anticipates a good outcome following treatment. The lens remains implanted.